Manufacturer narrative:
Analysis was performed by remote service personnel which included performance testing of the affected device. The results of the analysis were that after calibration the system was working to its specification. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the device was out of calibration. The issue was resolved after calibration and the product is back in service. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported that the high blood pressure measurement readings are not correct. The device was in clinical use. There was no report of patient or user harm.